Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00663. This report is being submitted as additional information. Describe event or problem: the referenced procedure due to a large aortic dissection was reported under medwatch MFR report # 2916596-2018-00662. Brand name, UDI #: the heartmate 3 lvas was implanted during the momentum 3 clinical trial (short term, cap, or long term), ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 system controller is (B)(4). Approximate age of device ¿ 6 days (calculated from the date when the system controller was issued to the patient). Manufacturer's investigation conclusion: the analysis of the submitted log files confirmed pump stop events that appeared consistent with the removal of the backup battery and double power cable disconnects reported in the clinical process of the patient's surgery; however, a specific cause for this event could not be conclusively determined as no product was returned for evaluation. The submitted log files captured a backup battery uninstalled alarm starting on (B)(6) 2018. Afterwards, the patient¿s speed was reduced below the low speed limit, resulting in a low speed advisory alarm. Low flow alarms were also active during these events. A pump stop event was captured when the pump appeared to have been disconnected from external power and the system internal clock was reset. The event resolved when both power cables were connected to the power module; however, an intentional pump stop was recorded. Low speed advisory, backup battery not installed and low flow alarms were active until the pump speed was set above the low speed. The internal clock was set, the backup battery was subsequently reinstalled, and the alarms cleared. The log file appears to show the system operating as intended. The heartmate 3 patient handbook address all alarm conditions and the proper actions associated with them. The powering the system section provides information about using and exchanging power sources. Multiple sections of the patient handbook warn that at least one system controller power cable must be connected to a power source at all times. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The instructions for use also addresses the installation of the backup battery in the surgical procedures section. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient¿s system controller log file was submitted to the manufacturer for review and revealed a system controller reset with pump stop. The date and time was recorded as 01jan2000 at 0:00:00 from (B)(6) 2018 at 5:20:20 pm to (B)(6) 2018 at 7:22:41 pm. During this time the system controller reported a controller reset, low speed hazard, pump stop, and intentional pump stop. It was reported that the patient was brought into the operating room on (B)(6) 2018 at approximately 16:26 for over 6 hours due to a large aortic dissection. The patient was placed on bypass and the pump speed was decreased for the procedure. The submitted log file was reviewed by a representative of the manufacturer's technical services team and revealed that the pump functioned uneventfully until (B)(6) 2018 at 16:34:07 when the record of backup battery not installed alarms began. At 17:18:31, the lvad speed was reduced to 3800 rpm from 5700 rpm, but the low speed limit (lsl) setting remained at 5300 rpm. Approximately eight seconds later, low speed advisories started to be recorded due to the speed being set lower than the lsl. Approximately 1 minute and 41 seconds later on (B)(6) 2018 at 05:20:20 pm, the system controller reset and the date and time defaulted to 01jan2000, 0:00:00. At this point the pump speed, estimated flow, and power values were zero for approximately 10 seconds. Pump speed then increased to the set speed of 3800 rpm, but flow and power remained at zero for an additional eight to twenty-six seconds. The system controller remained in a reset state with fluctuating pump power values, low speed advisories, low flow alarms and backup battery not installed alarms for approximately 31 minutes at which point the fluctuating power values, low speed advisories and low flow alarms resolved, but the backup battery not installed alarms continued for approximately 20 additional minutes until the system controller clock was reset on (B)(6) 2018 at 19:22:41. From that point through the duration of the file, ending on(B)(6) 2018 at 10:25:07, the log file showed no unusual events and the pump appeared to function as programmed.